Event description:
It was reported that during a coronary angioplasty procedure, stent damage was noted. The very calcified, 90% stenosed lesion being treated was located in the moderately tortuous proximal circumflex (cx) artery. The lesion length was 20mm, and the vessel diameter was 2.5mm. The lesion was pre-dilated. When the physician tried to advance the 2.50x24mm taxus liberte drug-eluting stent delivery system past the extensive lesion, he encountered resistance. Upon removal, stent strut damage was confirmed. The procedure was completed with another of the same devices, and no patient complications were reported.

Manufacturer narrative:
Device analysis can confirm the complaint reported. Visual examination of the returned device found severe stent damage. The damage was measured at 1.5 cm in length proximal from the tip area of the device on the distal end of the stent. The struts were severely misaligned. Distal stent damage is consistent with the device meeting some form of restriction on the insertion of the device. It is advised in the taxus liberte directions for use that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. Failure to do so and/or applying excessive force during withdrawal can potentially result in device damage. Proximal stent damage was also found; the proximal stent struts were severely misaligned. Proximal stent damage is consistent with the device meeting some form of restriction on the withdrawal of the device. A device history records review showed no anomalies related to the complaint. The most probable root cause of this defect is due to a design constraint of the product.